Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during implant when the leads were hooked up to the cardiac resynchronization therapy defibrillator (crt-d) impedance measurements were not able to be obtained and there was noise on the electrograms. The leads were removed and reinserted, however, the issue was not resolved. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.